Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted cholecystectomy procedure, the patient developed sero-sanguinous discharge from an unspecified port site incision which was treated with antibiotics. The cause of the post-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported as part of a clinical study that after completion of a da vinci-assisted cholecystectomy procedure, the patient experienced sero-sanguinous drainage at an unspecified port site incision since post-operative day (pod) #4 and consulted the surgeon. It is unknown if the port site was used for the extraction of the gallbladder. The surgeon started the patient on augmentin 875/125 mg 11/11 bd on pod 11. The antibiotics and drainage were still ongoing as of (B)(6) 2022. Intuitive surgical, inc. (Isi) followed up with the isi clinical study manager (csm) and obtained the following information: there was no intra-operative complications during the primary procedure. The discharge was seen from a port site wound. The antibiotics administration is not part of the protocol. No bacterial culture was done for the discharge. The patient was seen by the surgeon on (B)(6) 2022 and had another visit scheduled on (B)(6) 2022. There was no change to the site's instrument cleaning or sterilization methods recently. There was no relevant medical history in the patient that could have caused/contributed to the post-operative infection. The observed event was assessed as definitely related to the da vinci procedure but not related to the subject's pre-existing condition or a da vinci device.